Manufacturer narrative:
The reported event was unable to implant. A full lead with stylet inserted was returned in one piece for analysis. Helix functionality, electrical testing and visual inspection was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for implant procedure. During implant, it was found that the right ventricular (rv) passive fixation lead was unable to be attached to the myocardial muscle. The lead was not implanted and replaced on (B)(6) 2021. Patient condition was stable.